Event description:
It was reported that the user transitioned from a dexcom to a freestyle libre 3 plus sensor and accidentally activated the sensor using the libre app, leading to the sensor being in use by another device; the agent advised that the same sensor could not be used, assisted with applying a new sensor, and the replacement entered warmup. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified and an improper or incorrect procedure or method, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended user setup error.

Manufacturer narrative:
Initial.